Event description:
Info received indicates that siderail will not latch.

Manufacturer narrative:
The technician found the latch end tube was cracked in half where the latch screws attach it to the end tube. The technician replaced the end tube, siderail latch, latch screw, and the nut to repair this stretcher.